Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to maintain pairing with the ilet, resulting in loss of automated insulin dosing and reliance on manual blood glucose entry; troubleshooting steps included switching between g6 and g7 settings and reentering the sensor pairing code, with repeated pairing failures. Symptoms included hyperglycemia with reported readings around 243¿247 mg/dl without associated physical symptoms. Outcomes included temporary discontinuation of automated therapy, use of subcutaneous insulin by pen for basal coverage, and planned follow-up with a healthcare provider. Investigation included customer-guided troubleshooting, education on device settings, and monitoring instructions with follow-up calls. Investigation of this case revealed recurrent communication failure between the cgm and the ilet without evidence of device alarms for high or low glucose due to the disconnected sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure with undetermined root cause pending further clinical evaluation and device configuration review.